Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer patient. The patient had an implanted pump system. Indication for use was noted as intractable spasticity and multiple sclerosis. The patient was implanted on (B)(6) 2005. The patient's pump was removed about 10 days after it was put in because the patient got a bad infection from the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.